Manufacturer narrative:
Patient identifier corrected from (B)(6).

Event description:
Reprise IV. It was reported that left bundle branch block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin. A lotus introducer was placed, and successful repositioning of the lotus edge valve involved partial resheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: one day post index procedure the subject was developed left bundle branch block. Electrocardiography was performed as a diagnostic procedure for the event. The event led to prolongation of hospitalization and ep consult was performed. The patient was discharged. It was further reported that: the subject was discharged on aspirin and clopidogrel.

Event description:
(B)(6). It was reported that left bundle branch block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin. A lotus introducer was placed, and successful repositioning of the lotus edge valve involved partial resheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: one day post index procedure the subject was developed left bundle branch block. Electrocardiography was performed as a diagnostic procedure for the event. The event led to prolongation of hospitalization and ep consult was performed. The patient was discharged.